Event description:
It was reported that the sagital saw attachment heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Device not available for evaluation.